Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Angina, myocardial infarction and thrombosis are listed in the xience prime, xience prime small vessel (sv) and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure on (B)(6) 2013 was to treat in-stent restenosis in the mid left anterior descending artery where a non-abbott stent had been deployed on 10 (B)(6) 2005. A 2.75 x 33 xience prime was deployed at 10 atmospheres and was inflated three times. Post-dilatation was performed with a 3.0 x 15 mm voyager nc balloon catheter to 18 atmospheres. Intravascular ultrasound (ivus) and angiography were performed and the stent was confirmed to be fully apposed to the vessel wall. The patient was discharged on (B)(6) 2013. On (B)(6) 2016 the patient presented with chest pain and an electrocardiogram confirmed an acute myocardial infarction. Ivus and angiography confirmed in-stent thrombosis in the xience prime stent. Aspiration was performed and balloon angioplasty and perfusion balloon catheters were successfully used to complete the procedure. The patient was discharged on (B)(6) 2016. There was no clinically significant delay in the procedure. No additional information was provided.